Event description:
Attempted to utilize safety cap after giving patient a shot. While trying to put the safety cap on, the safety cap detached itself from the needle and fell off. Not the first time it's happened.